Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). With continuous bleeding and suction, the patient was transported with the mitraclip system left in place in the anatomy to the operating room for an emergency thoracotomy with a ventilator. The surgeon found the clip parallel to the aorta outside of the la. The clip was cut off of the system and was removed. The hole in the la was over-stitched. The cds was retracted into the sgc and the straightened sgc was pulled back into the right atrium/vena cava. Prior to the removal of the sgc, a mitral valve replacement was successfully performed. The patient had no neurological deficiencies and was in a stable medical condition. No additional information was provided. Concomitant product: mitraclip system, steerable guide catheter. The customer reported that the clip delivery system (cds) was discarded. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported difficulty in positioning the clip are, but not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the cds properly curved and the delivery catheter (dc) straightness met specification. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty in positioning the clip and retracting the clip into the steerable guide catheter may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, the location of the clip outside of the left atrium likely resulted in the unresponsive movement of the clip while attempting to position and removal. Based on the information reviewed, the difficulty in positioning and removing the clip appears to be related to procedural conditions, and not a product quality deficiency. The patient effects of hemorrhage, atrial (cardiac) perforation, and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the hemorrhage was likely a result of the atrial perforation during the procedure; however, a cause for the pericardial effusion and atrial perforation could not be definitively determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as the clip went through the left atrial wall and had to be surgically removed. It was reported that prior to the insertion of the mitraclip devices, the transseptal puncture was successfully performed. The guide wire was inserted and positioned in the upper pulmonary vein as per the instructions for use. The steerable guide catheter (sgc) was advanced to the left atrium over the guide wire without any problems and the dilator/guide wire were retracted. There were no abnormalities while aspirating the device. The clip delivery system (cds) was advanced without difficulty through the sgc up to the opening tip of the sgc. While using fluoroscopy and echocardiogram imaging, the clip was advanced further into the left atrium (la) and was exiting the sgc in an anterior direction, parallel to the aorta. The advancement of the device was stopped and it was attempted to move the clip in a more posterior position by turning the sgc in a more posterior direction, but the clip remained in an anterior position near the aorta. In the 3d image, the clip seemed to be parallel to the inner wall in the la in an anterior position. The physician reported no resistance during the gentle and limited movements of the clip. The echocardiographer saw a pericardial effusion that was increasing. An attempt was made to retract the clip back into the sgc, but when the clip was approximately 1.5cm above the tip of the sgc, resistance was met and the clip could not be pulled unless major force was used. To prevent any further damage, the clip was not moved any further. A pericardial puncture was performed.